Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined pacing impedance and exhibited noise oversensing with a high number of short v-v intervals noted. An attempt was made to replace the lead but was abandoned due to occlusion. A subcutaneous lead will be implanted at a later date. No further patient complications have been reported as a result of this event.